Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the tubing leak. The photos indicated that the clear tubing had become detached from the hematocrit cuvette. According to the customer the tubing detached from the hematocrit cuvette after 1506 ml of whole blood processed, which indicated that the tubing was attached to the hematocrit cuvette during a significant portion of the treatment. The root cause for the tubing leak could not be determined based on the available information. The device history record (DHR) review did not result in any related nonconformances and this kit lot had passed all lot release testing. A material trace of the components used to build this kit lot also found no related nonconformances. No further action required. This investigation is now complete. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e359 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e359 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on information available at the time of the investigation. At the time of this report, the analysis of the returned photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a tubing leak at the hematocrit sensor during the buffy coat collection phase of a treatment after 1506 ml of whole blood processed (wbp). The customer reported that during the buffy coat collection phase, she had to step out of the room in order to get the drug for the treatment. The customer stated that when she returned to the room, the tubing above the hematocrit sensor was disconnected. The customer reported that the leak from the disconnected tubing spilled onto the instrument's pump deck. The customer stated that they stopped the procedure and disconnected the patient from the instrument. The customer reported that the treatment was aborted with no return of blood/products to the patient. The customer stated that the patient's estimated blood loss was 400 ml. The customer reported that the patient's post treatment hematocrit was 36.5, and that the treating physician was notified of the leak. The customer stated that the treating physician did not want to transfuse the patient. The customer reported that they had already discarded the kit. Photos were submitted for investigation.